Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer has been experiencing issues with his sensors registering. She said that the customer wears the sensors on and off and that he put it on and it is not registering his blood glucose. The caller also mentioned that the customer has been experiencing extremely low and high blood glucose for the past couple weeks. It was confirmed that they were not pump related. The customer had a low blood glucose of 43 mg/dl and treated with food. They had a high blood glucose of over 500 mg/dl - 600 mg/dl and treated with and injection. The caller declined troubleshooting for both the high and low blood glucose. The pump will not be returned for analysis.